Manufacturer narrative:
(B)(4). The investigation was completed on 06/13/2013. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
On (B)(4) 2013, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected result of 667 on patient. There was no patient information available at the time of the initial call. Time act-k treatment13:00 6000 units of heparin administered to patient13:15 254 13:37 210 13:39 1000 units of heparin administered to patient13:58 325 14:36 66714:51 133note: the customer states that protomine was not administerd to the patient.based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).